Event description:
Ous MDR - it was reported that approx. 80 months after implant oversensing was noted. According to current information the lead remains implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the visual inspection, multiple signs of wear along the lead body were found. Around 57.5 cm distal to the is-1 connector pin, the insulation was found rubbed through, which can be considered as the root cause of the observed oversensing reported in the complaint text. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally, a deformed shock coil was noted, most likely resulting from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.